Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was erosion with respect to the patient¿s ins. Surgical intervention was performed and the issue was said to be resolved.